Manufacturer narrative:
According to the report, a patient was implanted with a hero graft on (B)(6) 2014 and developed a pseudoaneurysm at the arterial graft component on (B)(6) 2015. The patient was successfully treated with a jump graft. The scope of this investigation will be relegated ot the hero 1002 component. Multiple attempts to obtain additional information were unsuccessful. Emails were sent on 09/29/2015 and 10/14/2015, as well as a letter on 10/21/2015 to the physician; a response was never received. If additional information is received regarding the reported events, the information will be evaluated and the complaint will be reopened. As lot numbers are unknown, the system was queried for potential hero 1002 lots shipped to the hospital in the six months prior to implant ((B)(6) 2014). The query returned one potential lot, h14av002. The manufacturing records for lot h14av002 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. The patient was implanted with a hero graft on (B)(6) 2014. On (B)(6) 2015 (though the date was not confirmed) the patient was treated for a pseudoaneurysm at the "arterial inflow component. The report stated, "patient received a jump graft with a pericardial patch." Additional information included implant/intervention operative notes, patient medical history, and dialysis information was not provided. Pseudoaneurysm is listed in the hero graft instructions for use (IFU) as potential vascular graft and catheter complications. As stated in the IFU, rotation of cannulation sites is needed to avoid pseudoaneurysm formation. As previously mentioned, cannulation information from the dialysis clinic is currently unavailable. The specific relationship between the hero graft and the pseudoaneurysm cannot be assessed at this time without additional information.

Event description:
According to the report, a patient was implanted with a hero graft on (B)(6) 2014 and developed a pseudoaneurysm at the arterial graft component on (B)(6) 2015. The patient was successfully treated with a jump graft. The scope of this investigation will be relegated ot the hero 1002 component.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, a patient was implanted with a hero graft on (B)(6) 2014 and developed a pseudoaneurysm at the arterial graft component on (B)(6) 2015. The patient was successfully treated with a jump graft. The scope of this investigation will be relegated ot the hero 1002 component.